Manufacturer narrative:
The device has been returned to the factory for eval. It showed some signs of clinical usage and some evidence of blood. A visual inspection identified a tear in the silicone balloon, along the suture seam originating at the suture ends. The balloon will not remain inflated. There is no removal of material. Based on the results of the eval, the reported complaint was confirmed. The confirmed failure mode is currently being remediated in our CAPA process. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon ruptured on the short port btt on the vasoview 6 pro. A replacement device was used to complete the procedure. The hospital did not report any pt effects.